Event description:
It was reported that the ilet displayed less insulin than expected and issued alerts for high glucose reported at 400 mg/dl and refill while the user was running errands; the user performed a supply change and later noted insulin remained in the vial, after which blood glucose stabilized. Investigation included review of device logs and follow-up with the caregiver. Investigation of this case revealed that two consecutive supply changes occurred back-to-back, which could account for the apparent discrepancy in reported insulin volume and the high glucose alerts. Symptoms included headache, irritation, and nausea associated with hyperglycemia. Outcomes included transient hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.